Event description:
It was reported by the patient that they went to the emergency room (ER) with elevated pulse rate from their implantable pulse generator (ipg) and headache. Patient indicated the ER performed tests but found nothing wrong and patient was sent home. Follow-up was attempted with the patient's clinic but this was not successful. The ipg remains in use and there was no indication of changes made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.